Event description:
It was reported that the patient with this pacemaker system experienced a syncopal event and was evaluated in the emergency department. Boston scientific technical services (ts) was consulted and upon review, no stored episodes were found that correlated to the syncopal episode. Rvat and raat auto thresholds tests performed successfully. No out of range measurements were observed. However, it was suspected that this device exhibited loss of capture (loc) on the right ventricular (rv) lead. Further evaluation by the following cardiologist was recommended. No additional adverse patient effects were reported. At this time, this device system remains in service.